Event description:
It was reported to philips that the device is only showing information from lead #1. The field service engineer (fse) evaluated the device and did nor find any faults. Also, no faults in the error log. Diagnostic performed by engineer : while onsite, performed diagnostics on device. Inspected all cables, connections and leads wires. No issues. Attached device to patient analyzer. Obtained a 12 lead reading/acquired 12 lead. Checked logs for errors, none found. Ran ops chk successfully. The field service engineer (fse) evaluated the device and did nor find any faults. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
It was reported to philips that the device is only showing information from lead #1. There was no reported patient involvement.